Event description:
A report of discomfort at the ipg site and the ipg moving due to significant weight loss was received. The patient underwent a pocket revision and was reportedly doing well post operatively.

Manufacturer narrative:
This is the final report.